Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 61mg/dl, 206mg/dl, 167mg/dl, 262mg/dl. Tests were done <10 mins apart with a difference of 56%. Pt did not experience any adverse event. No further info has been reported.